Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (greater than 300 mg/dl). Customer delivered correction boluses, changed the infusion set cannula/site, and bg level normalized. The following day, the customer's bg level was low (36 mg/dl). Customer's husband gave her carbohydrates to treat low bg level. Reportedly, customer's health care provider believed the cause was related to customer bolus-stacking (requesting a bolus with insulin still active in the body) the previous night for treatment of elevated bg levels.